Event description:
The report stated that the surgeon was using the ligasure atlas in an open wound and when the device was activated the surgeon received a burn to the right third finger on the distal fat pad. The surgeon was holding the patient's tissue about 4cm away from where the device was activated. The surgeon's glove was not damaged, but there was a small black dot on the surgeon's hand where the burn was felt. This area later became infected/abscessed and treatment was necessary to drain the wound.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or, if add'l info pertinent to the incident is obtained, a follow-up report will be submitted. Covidien lp's (formerly valleylab) vp of medical affairs attempted to contact the surgeon to discuss this event.